Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 40, 63, 104mg/dl. Tests were done within 10 mins with a difference of 38mg/dl. Pt did not experience any adverse events. No further info has been reported.